Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The cgm reading was high, while at work and the patient was feeling confused, shaky and sweating. There was no bg taken and the patient self-treated with insulin, drank a glass of water and ate a salad before going home. The patient got home at 11:30 am and her son called the emergency medical technicians (emt) since the patient was still feeling the same symptoms. Emt arrived around 6:30 pm, and treated the patient with 1 bag of intravenous (IV) medication, and took a bg reading which was 33 mgdl, no cgm reading reported at that point. The paramedics left at 7:30 pm when the patient was completely fine. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.